Event description:
During a dia procedure, the sizing balloon broke before it was inflated during positioning. The balloon was positioned with an 11f introducer. Inflating and deflating the balloon was not performed outside of the patient, but only once, the balloon was introduced into the patient and crossed the defect. The physician noted resistance and observed blood return during inflation. Upon removal of the balloon, only part of the balloon was attached. The other part remained on the tip of the introducer and was completely removed later. There was no injury to the patient. No abnormalities or damage was observed upon opening the package. No instruments or other components came into contact with the balloon. Imaging has been requested. It is unknown if the balloon will be returned for analysis.

Manufacturer narrative:
Review of the device history record confirmed this lot met aga manufacturing specification prior to shipment. The cause of this event cannot be confirmed without investigating the product. Requests have been made to have the product returned for analysis.